Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic, intermittent atrial lead noise was observed causing auto-mode switch episodes. Noise was not reproducible when tested with isometrics. Programming changes were made. Patient is scheduled for routine follow up and will continue to be monitored.